Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy. Diagnostic testing revealed high impedance on 3 contacts of the lead located at l2. Reprogramming was unable to resolve the issue. As a result, surgical intervention occurred wherein the l2 lead was explanted and replaced address the issue.